Event description:
While using a byte night aligners, patient experiencing pain and discomfort when they bite down. Their back right molars make contact when they bite down without the aligners and if they bite too hard while they eat, they can feel it in their nerve. They also report that their right ear has ringing when they bite down, they have not experienced that before.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.